Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The return sample includes the hemostasis sheath and the arteriotomy locator. The device underwent visual analysis. The device was observed to be in a used condition as the sheath and locator were fully mated. A kink at the blood inlet holes was noted. One 6 fr angio-seal vip device was returned to terumo medical corporation. The sheath and locator were returned fully mated with a kink observed at blood inlet holes. The complaint was confirmed for sheath and locator kink. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: during setup, when the locator was inserted into the insertion sheath, the locator got kinked. The device was therefore not used and was replaced with another angio-seal device. However, the same problem occurred with the second device. The second device was therefore not used and manual compression was applied for forty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The type of procedure was hemostasis. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used during the case, for the second device used in the case see section h10 for the related report number.